Event description:
Dr notified thermage that a pt treated during the 2nd day of installation of the unit is now experiencing surface irregularity on both cheeks with bruising in the jaw line. Procedure was performed 4 months earlier. Status of most current follow-up; 2/2004, condition is a little better than last follow-up, but it has not resolved and is still presenting same effects (dents and discoloration on cheeks). The pain has gone away since last follow-up.